Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported from canada that the that the small battery drive device had intermittent operation while in use with the sagittal saw attachment device. It was further reported that the headpiece base on the sagittal saw attachment device was coming off of the small battery drive device upon high frequency vibration. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The catalog number was documented as 532.010 in the initial report. This has been corrected to 532.110. The brand name, unique identifier( UDI), manufacture site name and address and the device manufacture date have all been updated accordingly. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device passed all manufacturing specifications and identified no failure. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. During repair, it was observed that the device had unknown liquid on the motor, housing plate and the back plate of the electronic control unit. Additionally, there was unknown debris on the coupling shaft and the ball bearings and seals were contaminated with an unknown liquid. The assignable root cause was determined to be due to improper cleaning which is user error and wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.